Event description:
Information was received indicating that cadd solis vip displayed a constant downstream occlusion alarm. There were no adverse events reported.

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with minor scratches on the lcd lens screen. Event history log review was performed and found evidence of reported problem. Visual inspection and functional occlusion testing were performed, and the occlusion testing failed. The customer reported problem was confirmed. According to the investigation, the reported issue was caused by multiple components defective including the pump upstream and downstream sensor. Investigator's recommended replacing both the dso sensor and uso sensors. The problem source of the reported problem is unknown.